Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump on (B)(6) 2016 revealed no anomaly. Analysis of the catheter on (B)(6) 2016 revealed a broken catheter body.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a flex dose rate of (B)(4) mcg/day via an implantable pump as of (B)(6) 2016 for intractable spasticity. It was reported that the catheter was broken and that the patient had stated their pump stopped working and was alarming. It was noted that the pump logs were read and the pump was not alarming. As per the pump's log, the low reservoir alarm occurred on (B)(6) 2016 at 16:45 and the pump was refilled on (B)(6) 2016. Environmental/external/patient factors that may have led or contributed to the issue was unknown. The date of the event was unknown /unable to be obtained. It was noted that the physician just met the pump today and did not have a lot of information. The entire system (pump and complete catheter) were replaced on (B)(6) 2016. The issue was resolved at the time of the report and the patient was without injury regarding their status as of (B)(6) 2016. The drug lot number of lioresal and other medications (oral, etc.) The patient was receiving at the time of the event were unable to be obtained. As of (B)(6) 2016, the newly implanted pump administered baclofen with concentration 500 mcg/ml at a simple continuous dose rate of (B)(4) mcg/day. The pump and catheter were returned to the manufacturer. No patient symptom was reported. The patient's medical history included cerebral palsy (cp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.